Manufacturer narrative:
Initial and final MDR- (B)(4) - device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced more than one previous occlusion event on (B)(6) 2026 as infusion set was in use for more than 48 hours which leads to high blood glucose levels and was treated by correction injection via multiple daily injections (mdi). The patient resolved issue by changing trusteel infusion set only and resumed insulin. No further information available.